Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Unknown, assumed 1st day of month that complaint was reported.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the clips were scissoring. It is unknown if a cholangiogram was performed. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed three scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.